Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported the lead was implanted, anchored, and tunneled over to the battery pocket and connected to the ins. Damaged was caused/discovered during surgery: connectivity check showed electrodes 13 and 14 were reading as not connected. The lead was removed from the battery and reinserted several times; also attempting to invert the 0-7 lead and put in the 8-15 slot with the same reading of the 13 and 14 electrode not reading connected. Plugs were opened in order to insert and remove the battery slots to once again the leads were inserted with the same results. A new lead was opened and implanted. Connectivity and impedances were checked with the new lead with all electrodes within range and reading connected. The previous lead will be sent back for analysis. The issue was resolved with the new lead. The cause was not determined, but the rep noted they would submit any new information that becomes available.

Manufacturer narrative:
Continuation of d10: product ID 977c265, serial# (B)(6), implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(6), ubd: 07-sep-2027, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of product ID: 977c265, serial# (B)(6), implanted: (B)(6) 2025 found no significant anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.